Manufacturer narrative:
On (B)(6) 2021, upon secondary review of this file, mentor became aware of omitted information in the initial report. Manufacturer¿s reference number: (B)(4) the patient's capsular contracture has been updated from baker grade unknown to baker grade iii.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with 300cc mentor memorygel breast implant experienced right-sided capsular contracture postoperatively, baker grade unknown. The patient reported that the right breast is encapsulated, it is hard and painful, and it is malpositioned due to the breast is tense. The patient has consulted with a medical professional, and as a result, the patient is scheduled to undergo explantation on (B)(6) 2021.